Manufacturer narrative:
Block b3: exact date unknown, event occurred several years ago from the date manufacturer became aware of the event. Block d6b: explant date: several years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model:sc-8336-50, serial: (B)(6), batch: 7035934.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.